Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, an arthrex subsidiary employee reported via (B)(4) that the ar-9831 aspirating ablator probe suction was not working, and the reflux temperature was high. The procedure was completed successfully with another product of the same type, and no patient was harmed.